Event description:
A surgeon reported induced irregular astigmatism, observed on a patient's right eye at three weeks post laser assisted cataract procedure. Surgeon stated he feels that the irregular astigmatism was caused by the laser energy, for the arcuate corneal cut. Surgeon noted the patient's vision as distorted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Manufacturer narrative:
Attempts have been made with the customer to obtain additional patient treatment record and system treatment data, however; at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, it cannot be determined if a system, patient, or user-related issue caused or contributed to the event. The root cause cannot be determined conclusively. (B)(4).